Manufacturer narrative:
The company service rep examined the system and could not confirm the problem. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. (B) (4)

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "low vacuum" (aspiration issue). The facility reported low vacuum was noted during a case. The surgeon described his settings were incorrect and requested to have them reviewed. A corneal burn was also reported as having occurred. A sales rep visited the facility and found that the doctor's setting had been changed on one machine and were very different from the other machine's settings. Additional info was requested but to date, has not been received.